Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-01786. It was reported that post a stenting treatment procedure, the patient experienced shortness of breath, congestive heart failure, pleural effusion, pneumonia, coronary heart disease, septic shock, cardiac shock, hypokinesia and patient death occurred. The patient presented due to chest pain and was diagnosed with a non-st elevation myocardial infarction the following day. The 100% stenosed and 48mm long target lesion was located in the 1st obtuse marginal (om) branch with a reference vessel diameter of 2.7mm. The target lesion was treated with pre-dilation and overlapping placement of a 2.5x32mm taxus liberte stent and a 2.75x16mm taxus liberte stent, resulting in 0% residual stenosis. The patient was discharged eight days later on aspirin and prasugrel. (B)(6) 2011, the patient presented to the emergency room due to shortness of breath. The patient was found to have congestive heart failure with large pleural effusion of an unknown origin, pneumonia, and underlying coronary heart disease. The patient was treated with medications. The following day, a chest x-ray revealed a "very large" pleural effusion with complete opacifications of the left chest and rightward shift of mediastinal structures with mild vascular congestion superimposed on the background of copd change of the right lung. A chest CT revealed a "very large" pleural effusion with collapse of the left lung and degenerating ventilation of the right lung with diffuse ill-defined infiltrates and moderate sized right pleural effusion with a background of right emphysema. Ultrasound revealed a large left pleural fluid collection of some echogenic debris of the left chest. The physician used ultrasound guided thoracentesis with aspiration of 2300cc of clear serosanguineous slightly bloody fluid. Three days from presenting to the emergency room, the patient was found to have a large left pneumothorax post thoracentesis. The physician treated the patient with placement of a 20 french chest tube. A chest x-ray revealed significant pneumothorax on the left, and the physician placed an et tube above the carnia. An echocardiogram revealed markedly dilated non-hypertrophied left ventricle with severe global hypokinesia with ejection fraction (ef) of 31% and also doppler revealed moderate tr with pap pressures of 63 millimeters of mercury. Five days after presenting to the emergency room, the patient's condition deteriorated into septic and cardiac shock with ef of 31%. The patient was intubated, however, the patient passed.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).